Manufacturer narrative:
The evaluation of the device showed that the error message resulted from a bad connection within the wires.

Event description:
During an rf denervation procedure with 10 cm spine probe, the display came "warning 06". The doctor cancelled the case.